Event description:
On (B)(6) 2021, the user bumped the left side of his head and the mother reports his left ear made contact with a wooden cabinet corner. The user has been re-implanted with a new device on (B)(6) 2021. This report refers to 9710014-2021-00244. For further information please refer to this report.